Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reporter that the target lesion was located in the mild tortuous and moderately calcified vein. The balloon was rupture upon first inflation at 5 atmospheres (atm) and the device was simply removed.